Event description:
The baby was having some oxygenation problems. The baby was taken off and bagged about 3-5 minutes. The vent was placed in standby during this time. The baby was then placed back on for about 2-3 minutes when the resp rate began to decrease. It then quit and said "ventilator fault." The rt was at the bedside. She immediately began bagging the baby and exchanged the ventilator.